Event description:
It was reported that the patient was fatigued after capture management was programmed off. Capture management was programmed on and the symptoms were resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.